Event description:
Customer reported that the night (B)(4) 2015 to (B)(6) 2014, the luer separated from the tube and insulin leaked out. The customer had a blood glucose level of 300 mg/dl. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.